Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump also had scratches on its screen making it hard to see for the customer. The insulin pump experienced frequent unexplained no delivery alarms. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected failed battery alarm and excessive no delivery alarm noted.